Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 400 mg/dl when admitted to hospital on (B)(6) 2018. The customer was treated with insulin pump. Wearing the pump at the time of hospitalization. Customer also states that cannula was bent. The customer was declined to troubleshooting to issue and wants to try to resolve the issue. The insulin pump will not be returned for analysis.